Event description:
Per the clinic, the external sound processor was found to have become hot and melted. A request was made to remove the equipment from service. No reports of patient injury are associated with this event.

Manufacturer narrative:
This device is not available for analysis. (B)(4).